Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o-ring was re-seated to resolve the reported issue. No patient information provided to date.

Event description:
The hospital reported a leak of greater than 4.5lpm preventing mechanical ventilation. There was no report of patient injury.